Manufacturer narrative:
(B)(4). Batch # p93g0e. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to inspect the internal components and it was found that the clicker was out off position, therefore that was the cause of not listening to the clicker sound. However the device was functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor did not feel the click when he squeezed the trigger at the end of the operation. Also, the device cut the tissue more slowly than usual. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.